Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded a low, out-of-range (oor) shock lead impedance measurement (0 ohms). Additional information indicated the patient was brought in for vector testing. All measurements were within normal range. There were no programming changes made. There have been no adverse patient effects. The device remains in service.